Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service and reported that they used the tape and subsequently experienced an allergic reaction. The patient reported itchiness and redness on the affected area of the skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).